Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. One sample was received outside of its original package for evaluation. During the visual inspection clear traces of food leaking between cross spike and tubing connection was observed. The reported issue will be treated as confirmed related to the manufacturing/production process. As part of continuous improvements, a corrective action has been opened. These actions will be designed to prevent the reoccurrence of the reported condition. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the tubing started to leak at the purple spike connector after it was connected to the feed bottle. No patient harm reported.